Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button did not respond as expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the keypad was found to be intact; no damage was observed. The response complaint of the ok keypad button was not duplicated during testing. All of the keypad buttons responded appropriately and were functional. None of the buttons were hypersensitive. The keypad was removed and evidence of contamination was found under all of the button contacts.